Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No unexpected off no power alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The test battery cap fit properly with battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed off no power alarm. Customer's blood glucose was unknown. Device did not alarm a low battery alert prior to the off no power alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.